Manufacturer narrative:
The investigation determined a non-reproducible and higher than expected vitros troponin I es result was obtained from a patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A conclusive assignable cause could not be determined. A review of the customer¿s quality control results indicated acceptable accuracy and precision within the timeframe reviewed. However, this is a backup analyzer used by the customer and only five results were obtained in the time interval reviewed (four weeks). There is not enough data to truly assess vitros tropi es lot 3190 performance on this analyzer. Additionally, the troponin I level in the low-level control fluid used by the customer does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a vitros tropi es reagent lot 3190 issue cannot be ruled out as a potential contributing factor to the event. Continual tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros troponin I es reagent lot 3190. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An instrument issue did not likely contribute to the event as within run precision testing using a known troponin I free sample conducted on the vitros 5600 integrated system yielded results that were within acceptable guidelines.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Vitros tropi es patient sample result of 0.485 ng/ml versus an expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There have been no allegations of patient harm as a result of this event. (B)(4).